Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The rotawire was inside of the burr device, however it was possible to remove it out. The wire was kinked in several sections. In addition, the wire was broken 315cm from the proximal section and the broken section was not returned. Dimensional inspection was performed and the outer diameter of the mid to proximal section of the device and near the broken section were within specification. The outer diameter of the distal tip and overall length could not be measured due to the device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04044. Reportable based on device analysis completed on 21-apr-2017. It was reported that the rotawire¿ became stuck with the rotalink¿ advancer. The target lesion was located in the coronary artery. A 1.25mm rotalink¿ burr and rotawire¿ were selected for use. During procedure, it was noted that the burr could not be delivered into the proximal lesion due to the lesion complexity. Also, it was noted that the rotawire got stuck with the rotalink¿ advancer so that it could not be used. The procedure was completed with a different burr and another of the same rotawire¿. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the rotawire was fractured and the burr was stuck on the wire.